Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 06-sep-2025, the user reported being disconnected from the ilet after shutting it down the previous night with 11 units of insulin remaining. The user also applied a new freestyle libre 3+ (fsl3+) sensor that morning but had not yet connected it to the ilet. The highest blood glucose (bg) recorded at the time of call was 366 mg/dl after eating breakfast without taking insulin. The agent advised checking bg, reconnecting to the ilet, or following their healthcare plan while off the device. The user was also instructed to start the sensor using only the ilet mobile app. No symptoms during the event were experienced by the user, and no outside assistance, or medical intervention were reported.